Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid. The breach in aseptic technique was further described as the patient made a mistake. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin (discontinued, 1 gram, start dose, route not reported) and injection amikacin (discontinued, 500 mg, start dose, route not reported) for peritonitis. The following day, the patient was treated with injection amikacin (ongoing, 100 mg, one bag per day, intraperitoneal). Dianeal therapy was ongoing. At the time of this report, the patient was recovering from peritonitis and cloudy fluid. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that amikacin was discontinued fourteen days after the treatment was initiated. The patient was discharged one day after being hospitalized. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.